Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag. Unit returned presented the distal tip damaged, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip of the polymer coating peeled at 0.3cm from the distal end; and the distal tip kinked at 1.6cm from the distal end. No evidence of fracture on the corewire were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a tibial angioplasty procedure, a guidewire fracture occurred. The target lesion was located in the acute marginal artery. The tip of the 300cm v-14 controlwire guidewire "broke off". The physician pulled the wire out, however, the tip of the wire was not retrieved and remained inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.